Event description:
It was reported that during the hand assisted colectomy, after the disk was inserted and the patient insufflated, the disk immediately tore. The nurse reported that no sharp objects or heat were used around the disk. This same situation happened with the second disk. The case was completed without a disk. There was no patient consequence.